Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the cmos-m with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.